Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that the right atrial lead exhibited noise oversensing. No intervention was performed. The patient was stable.